Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens (iol) implant procedure noticed a black mark on the lens plate. The surgery was completed without replacement. The lens was still implanted. There was no patient harm but patient had vision problems. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a specimen cup. Viscoelastic was observed. The lens was cut into three pieces. The central optic portion had a long narrow scratch on the anterior surface which matched the provided photo. The scratch was perpendicular to the fold path. The scratch was very narrow. The scratch was similar in appearance to damage caused by an instrument used to grasp the lens. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the lens damage could not be determined. The lens was returned. The reported black mark was a narrow scratch in the center of the anterior surface of the optic. If the lens is properly loaded, the anterior surface of the optic is not exposed during advancement/delivery. The scratch was perpendicular to the fold path. This would indicate the scratch did not occur during the lens delivery. The observed scratch was similar in appearance to damage caused by an instrument used to grasp the lens. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the lens was explanted 13 days following the initial procedure without any problem.